Event description:
It was reported that during an unk procedure, instrument did cut, but 1/4 to 1/3 could not be closed by staples; surgeon needed to stitch it over manually. Converted to open to finish procedure. No further information available. Requested and received the following information on 9/21/2009. The event description indicates that the surgeon stitched it over manually. However, the report also indicates that the case was converted to open.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.